Event description:
It was revealed during a periodic review of the manufacturer's programming history database that high impedance was observed on the vns generator. It was unknown if the vns generator was demo generator unit based on the stored patient's initials (which indicated the unit may be a demo) or if it was implanted in a patient. No additional relevant information has been received to date.